Event description:
It was reported that during a biopsy procedure, using seven needles during multiple procedures, each device was fully primed but when the device was fired into the lesion there was a rattling noise heard and did not obtain any tissue sample. Another device was used to complete the procedure. There was no report of pt injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation and it was found that the stylet was in the ready (primed) position; however, the cannula was not primed/retracted. The cannula was not retracted as it should have been. No damage was noted on the cannula. Loose particles could be heard within the device. The investigation in confirmed for a break, as the cannula hub was found to be broken. The investigation is inconclusive for failure to obtain samples, as the device could not be functionally tested due to broken cannula hubs and stylet tangs in the returned samples. The root cause for this event was determined to be suppler related due to over-processed resin. Section a through d - the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.